Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the pump and the transmitter. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the device. The product will not be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations.